Event description:
After the successful stent placement and removal of the stent delivery system, a resistance was met when the guidewire was being withdrawn, and the tip of the guidewire was stretched. As the physician tried to further withdraw the wire, a few millimeters of the tip separated and remained in the periphery of the left renal artery. The patient is a female. The vessel had moderate calcification, mild tortuousity and 99% stenosis. The guidewire was properly inspected and prepped prior to use. There is no information as to if the guidewire was pre-shaped. There was no difficulty advancing the wire to the lesion. It is unknown as to if there was any unusual twisting or torquing of the wire during use, or if a torque device was used in the procedure. There was no difficulty placing the stent. The physician commented that there was no relationship between the broken guidewire and the stent. The physician decided not to retrieve the guidewire tip after he confirmed that it was stuck in the periphery of the left renal artery. There are no plans to retrieve the tip of the wire at this time. The patient is in stable condition.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt.